Event description:
The pt was implanted with an advance sling system. It was reported that the pt was "too active after 1st sling," and another sling was added. It was indicated that there was "no coaptation after 2nd sling." On (B)(6) 2012, the pt had a sling removal. It was also reported that there was urethral damage after the sling removal. Pt outcome was indicated to be healing and the pt will be implanted with an aus device in the next three months.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.